Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving adequate pain relief. In turn, the pt underwent surgical intervention to explant the scs system on (B)(6) 2014. During the procedure, the physician electively only explanted the ipg. The pt was refered to a neurosurgeon to have the paddle lead explanted.